Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive and had delayed response. The keypad buttons required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 6/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: no defect was found. There is no visible damage to the keypad. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.